Event description:
The customer reported on (B)(6) 2025 obtaining erratic patient results for multiple analytes on their au480 clinical chemistry system part number b96693, serial number (B)(6). There was no injury death or delay/change in treatment or diagnosis related to the reported issue and there was no report of harm for a patient, an operator or any other person. The customer did not provide patient demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) replaced the reagent syringe to resolve the issue. The customer is satisfied with no further issues identified. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).